Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report a vessel sealer extend (vse) instrument could not be energized enough with e-200, but some smoke could be seen during the activation. Tse advised to use another bipolar port, power cycle the e-200, clean the instrument's tip, or replace the vse instrument if needed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: e-200 was rebooted, and the issue was resolved. The issue was associated with e-200 power supply. It was unknown if the smoke observed was due to vse arcing at an unintended location or normal smoking after energizing instrument. There was insufficient sealing event due to e-200 energy delivery issue. Vse was not replaced, and e-200 was rebooted. Issue was resolved after reboot.